Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient, implanted for failed back surgery syndrome, reported that he couldn¿t ¿cut off¿ his therapy with either the patient programmer (pp) or the implantable neurostimulator recharger (insr). The only way to charge the implantable neurostimulator (ins) was to plug the insr in the outlet. It was noted that the pp and insr were working but he couldn¿t ¿cut off¿ therapy or make any adjustments. It was noted that, although he couldn¿t feel stimulation, he knew it had been helpful because a couple times his back pain really increased and he realized his ins had not been charged. The patient wanted a manufacturer representative (rep) at his next appointment with his healthcare provider (hcp) on (B)(6) 2016. The patient was redirected to his hcp.

Manufacturer narrative:
Corrected information: sex, date of birth.